Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 300 to 500 mg/dl and that hospitalization was necessary due to being on the verge of diabetic ketoacidosis. Troubleshooting found that the cannula was bent when the customer arrived at the hospital. The customer was advised to follow up with their doctor regarding the high blood glucose and monitor the pump.